Manufacturer narrative:
Conclusion: dislodgement of the valve by not ensuring that the paddles of the valve are completely popped out from the spindles is related to operator error, and does not indicate a device quality deficiency. The evolutr instructions for use (IFU), instructs the user to ¿under fluoroscopic guidance, confirm that the catheter tip is coaxial with the inflow portion of the bioprosthesis¿ prior to drawing the delivery catheter system (dcs). This event does not indicate device misuse or malfunction. No allegations were made relating to the valve or its function. Additionally, the event description does not indicate a potential manufacturing issue.

Manufacturer narrative:
Product analysis: no product was returned. Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation.

Event description:
Medtronic received information that during the implant of this transcatheter bioprosthetic valve, via the subclavian access site, the valve was placed in an ideal depth, however, it was not realized that one tab of the valve was still connected to the delivery catheter system (dcs) and the valve was pulled out of the annulus. Subsequently, a second valve was implanted successfully. No adverse patient effects were reported.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.